Event description:
The system consists of a pt table, a stationary l-arm and a movable c-arm gantry. A nurse was behind the pt table moving the pt and she was standing in an area which is identified and labeled as a potential crush point. The room lights were turned down. The doctor moved the c-arm gantry to the foot end and trapped the nurse between the c-arm gantry and the stationary l-arm. The nurse sustained bilateral clavicle fractures and was admitted to the hosp after the event. The pt on the table was not involved in the event.